Manufacturer narrative:
No product was returned however the pumps operators manual states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product returned. Most probable cause due to improper user interaction with the product. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported third no disposable alarm call. Settings did not change. Tubing clamped, pump powered off, cassette removed, tubing rubbed while depressing green clamp and then tapped on a hard surface two times. Cassette was replaced, tubing unclamped, pump powered back on. Pump displays no delivery alarm again. The process was completed again, several tiny air bubbles noted. Pump powered back on, and tubing unclamped after replacing cassette. Still has no disposable alarm. There was no patient injury reported.